Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. Device manufacture date: monitor: 03/02/2015, belt: 11/24/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received two inappropriate treatments in response to amplitude oversensing and CPR artifact. Per the continuous ECG recording, the patient received the first inappropriate treatment at 08:14:48 on (B)(6) 2021. The patient's rhythm at the time of the treatment was asystole and the post-shock rhythm was asystole with CPR artifact. The patient received the second inappropriate treatment at 08:15:10. The patient's rhythm at the time of the treatment and post-shock rhythm was asystole with CPR artifact. CPR artifact and amplitude oversensing contributed to the false detections. The response buttons were not pressed during the treatment event. The patient passed away in the hospital on (B)(6) 2021 at approximately 9:00 am.